Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2018-01489. It was reported the leads had migrated. Surgical intervention may be pending to address the issue.

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2018-01489. Per related reports reference MFR. Reports: 3006705815-2018-01585 and 3006705815-2018-01586(ipg was unable to be placed into MRI mode) the patient suffered a fall in (B)(6) 2018 and thus the leads migrated.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-01489. Follow-up identified surgical intervention was undertaken wherein both leads were explanted.